Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It was reported the proglide was used with a pigtail catheter. The proglide instructions for use states to place a 0.038 inches (or smaller) guidewire through the procedural (or introducer) sheath. Remove the procedural sheath while applying pressure on the groin to maintain hemostasis. Backload the device over the guidewire until the guidewire exit port of the device sheath is just above the skin line.

Manufacturer narrative:
(B)(4) - failure to follow steps. This code is used to address the use of the proglide device with the pigtail catheter in the artery. Per the instructions for use: place a 0.038 inch wire through the procedural sheath. Remove the procedural sheath while applying pressure on the groin to maintain hemostasis. Backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a proglide device with a 6f sheath after a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the operator observed that the pigtail catheter was separated at the iliac bifurcation. They believe that the shaft of the pigtail catheter was trapped in the perclose proglide suture. The distal end of the pigtail catheter remains in the left primitive iliac artery. Hemostasis was achieved using the sutures of the proglide device. A control angiogram will be done at 1 month. The physician is reportedly trained in the use of the proglide device. No additional information was provided.